Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had tried a few battery and insulin pump was rejecting the battery's. Customer's blood glucose value was unknown at the time of the incident. Insulin pump was not taking any new battery. Customer will not return device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. Insulin pump passed the self-test, sleep current measurement, active current measurement, and displacement test. The power management graph and the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No failed battery/battery failed alarms or replace battery/change battery alarms noted during testing or found in the formatted history, and long trace files. Insulin pump was received without original battery cap, unable to confirm damaged/cracked battery cap. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.